Event description:
It was reported that the patient voided out blood 30 minutes after the foley catheter had been removed. Upon assessment of the patient, blood was noted on the gown, at the urethral opening, and on the bed. A blood clot was noted while cleaning the patient and the bedding. The nurse practitioner, urology and charge nurse brought in for assessment. Patient developed urinary retention and placed on flomax. A second catheter was placed successfully. The patient was able to urinate prior to discharge.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.